Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the emergency room as the patients stimulation had turned off resulting in the return of their original tremors. It was unclear if the stimulation had turned off by itself or if the remote control was accidentally used. Once the stimulation was turned back on, the patient was doing fine again and discharged from the hospital.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that weakness, muscle spasms, shaking, restlessness, problems with movement and loss of adequate stimulation are known risks associated with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.